Event description:
Information received by medtronic indicated that the insulin pump had a crack on rails of the clip and rest of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book image) alarm after battery insertion and unable to download crest. Swapped the electrical board test board and tried to download crest again, the problem is persisted. Unable to determine the root cause, problem isolated to electronic assembly. Insulin pump was received with broken off the end cap, broken off the belt clip rails and cracked select button keypad overlay. The p-cap locks properly into place.